Event description:
It was reported that the bd syringe 3ml saline fill ce stopper separated from the plunger. The following information was provided by the initial reporter: when they pull back before pushing out the air, the plastic piston is pulled out completely. The rubber membrane stays in. It seems as if the piston is not screwed in properly from the start before use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 306573 and lot number 4269591. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) syringe samples were returned for evaluation by our quality team. Through examination of the samples, the plunger rod was not assembled. No damage was detected in the plunger rod or stopper, and it was possible the screw the plunger into the stopper with the functionality still intact. According to the provided feedback ¿when pull back before pushing out the air, the plastic piston is pulled out completely.¿ the product¿s instructions for use point 5 states that the user should "push syringe plunger to expel the air (fig. 3)" with figure 3 showing a visual for how to expel the air. Posiflush sp syringes are intended to be used to clean only in-situ vascular access devices (vad) by flushing the saline solution through the catheter into the vein. Once done, the syringe must be disposed of since it is for single use only. According to the reported issue, the syringe was pulled back so at some point the plunger came out from the stopper. Therefore, it can be determined that the syringe was misused. We strongly recommend following the instructions for use (IFU) in order to ensure the product is used as it is intended. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information